Manufacturer narrative:
The device was returned for evaluation and it was determined that the e-clamp was missing from the needle bearing. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that the air dermatome is skipping while taking a graft. There was no report of injury or adverse pt consequences associated with this incident.